Manufacturer narrative:
The customer stated that they leave the same charge-pak assembly installed in the device for multiple patient uses. Physio advised the customer that the charge-pak should always be replaced after using the defibrillator. Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device had accumulated 12.9 lifetime hours of use since the unit was manufactured which had depleted the internal hybrid layer capacitor (hlc) batteries of the device. The accumulation of on-time is associated with the on/off switch being continuously depressed while the lid is closed. This activates the device for short periods of time during each instance. It was also noted that the charge-pak assembly was missing from the device. Physio advises that it is important to keep a fresh charge-pak battery charger in the defibrillator, even when the defibrillator is stored. No other discrepancies with the device were observed. The cause of the reported issue was determined to be excessive on-time which drained the device's internal hlc batteries. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device initially had displayed a premature low-battery indicator. Upon evaluation of the customer's device, physio observed that the unit would not stay powered on. As a result, the device would not charge or shock, when prompted. There was no report of a patient event related to this reported issue.